Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Therefore, the catheter was physically investigated. During physical investigation the helix and a catheter tip were found peeking out of the catheter 1cm. Body material was found, and helix jumped back in position after removing the body material. Test guide wire was passing through with slightly resistance until the metal gear wheel. After flushing, aspiration test was performed, and slightly lower aspiration level was achieved. The mechanical jam of the catheter was found. There was no break investigated of the catheter and therefore the break cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded superficial femoral artery via the contralateral groin access, the device had allegedly fractured with the tip would not spring back and stayed out but did not completely detach. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded superficial femoral artery via the contralateral groin access, the device had allegedly fractured with the tip would not spring back and stayed out but did not completely detach. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.